Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai1-sm1 syringe plastipak 3ml s/su stopper was defective / damaged. The retention stopper of the 3 ml syringe is irregularly shaped and cut, and in some cases is releasing small particles into the syringe. Can you confirm how many units of the product had the problem/defect? 21 units. When was the problem/defect identified: before, during or after use? Before and during use. Has there been any harm to patient's health? If yes, please explain in detail. No has the incident been notified to anvisa? If so, what was the notification number? No can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? (B)(6) 2026. Additional information received on 02 jun 2026. Just a correction: in your instructions for invoicing, the batch informed was: ¿c. Inform batch number: 6072231¿, but the correct one is: batch: 6058537. Additional information received on 15jun2026. I confirm that notivisa 2026.05.005573 is related to (B)(4) complaints.